Event description:
The clinician reports the implant was inserted (B)(6) 2025 in ada 28. Details of surgery: primary stability not achieved and immediate extraction site. On (B)(6) 2025 non-osseointegration was verified. Patient presented with poor oral hygiene. The device was forwarded to the manufacturer. At the event the patient experienced: pain and swelling. No further patient complications were reported.